Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an orthopedic procedure on (B)(6) 2019 and barbed suture was used. The suture was broken during use. There were no adverse patient consequences reported. No additional information was provided.